Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), amnesia ("memory loss"), hypoaesthesia ("random numbness") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6)2015. At the time of the report, the dyspareunia had resolved and the allergy to metals, psychological trauma, alopecia, migraine, headache, amnesia, hypoaesthesia and abdominal distension outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, amnesia, dyspareunia, headache, hypoaesthesia, migraine, psychological trauma and weight increased to be related to essure (ess205). The reporter commented: she received treatment for dyspareunia (painful sexual intercourse). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: essure confirmation test(s) (unspecified) -bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : previously reported ¿injury¿ was updated to dyspareunia (painful sexual intercourse). Events- nickel allergy, hair loss, weight gain, migraines, headaches, memory loss, random numbness and bloating were added. Lab data added. Product indication updated. Essure explant date added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.